Manufacturer narrative:
One cable assembly was received for product evaluation. The cable was tested per (fatu) final acceptance test unit and it passed the functional test. The cable was also tested with the continuity pass resistance test and passed. There was no physical damage that was noted on the cable. The device history record was not reviewed as the device history record is unavailable. The reported issue could not be confirmed. No further actions will be taken at this time.

Event description:
The patient was pre-bypass during an open heart procedure. The preoperative cuff readings were 130/140 systolic. The initial arterial bp readings were 73/40 systolic. With induction the blood pressure dropped to 50/55 systolic. Aggressive measures were taken. An iabp was inserted. The pressure reading was 190 systolic. The dpt was low, arms were tucked, unknown cuff blood pressure. The arterial waveform was ¿never abnormal.¿ the px1800 cable was changed for another and the pressure readings were in the 150¿s systolic. There was no patient injury reported.